Manufacturer narrative:
Unit received with an external flash crc error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to the external flash crc error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error. The blood glucose was 200 mg/dl at the time of the incident. The error occured during bolus. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.